Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00994. The fsr checked the resistance of right hand (rh) heating element and found it to be open between blue wires. The fsr ordered a replacement for overnight delivery.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, while trying to duplicate an issue (refer to MDR #1828100-2015-00993) he received an "e0a" error on the heater cooler unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) received and installed the replacement heating element assembly and associated o ring seal. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.